Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic with an unspecified handpiece. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens was replaced with a unspecified, non-company, monofocal lens model. It was reported the patient was poag suspect. The product has not been received to evaluate. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reason was unhappy with distraction and clarity. Clinical reason being unhappy unable to tolerate glasses or contacts. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that the iol was exchanged for a non company lens. Symptoms resolved.